Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated they were unable to exit the load reservoir process. Customer did not receive complete status with next highlighted on the screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged the insulin pump stuck in the reservoir and tubing process and unable to exit the "load reservoir". Rfr info are blank display and prime/fill anomaly. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked select button keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment during the visual inspection. Thus software was utilized and successful. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. In further full review of the insulin pump history on the event date of (B)(6) 2021 found no unexpected battery alarms or alerts noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and keypad voltage test. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, keypad assembly and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump rewinds properly during testing. Device received with normal operating currents and the power management graph are within specification. No blank display during testing. Device primed properly. The force sensor is within specification and the motor functioning properly. All buttons functioning properly. No stuck on the reservoir and tubing process and able to exit on the "load reservoir" feature noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.